Event description:
It was reported by service report that the head of the bed drifts down. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: clutch.